Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor appeared broken. The event was further described as, when attempting to remove the blue cap off the tubing the ¿connecter at the end of the tubing broke off¿. The set was filled with 8000mg flucloxacillin in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for h4: the lot was manufactured between march 2-3, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.